Event description:
It was reported that the image quality on the 9600+ system is poor. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. New operator will be inserviced on correct setup. However, identified that the boost was only going to 6r. Identified the need to replace the system batteries. Advised the customer of the need for new batteries. Customer stated, they will order and replace the batteries (no service required). With the exception of the boost, the system was found to be working as intended.